Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that noise leading to auto mode switching was observed on the atrial lead. The noise was not reproducible with isometric testing. Programming changes were made. The patient was stable.